Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise and changes in the patient's amplitude morphology. Noise was able to reproduced through product testing. An x-ray taken showed a curve in the electrode position inside the body that may be causing the reported clinical observations. At this time no changes have been made and the electrode remains in service. No adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted as it was suspected to be fractured. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise and changes in the patient's amplitude morphology. Noise was able to reproduced through product testing. An x-ray taken showed a curve in the electrode position inside the body that may be causing the reported clinical observations. At this time no changes have been made and the electrode remains in service. No adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted as it was suspected to be fractured. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise and changes in the patient's amplitude morphology. Noise was able to reproduced through product testing. An x-ray taken showed a curve in the electrode position inside the body that may be causing the reported clinical observations. At this time no changes have been made and the electrode remains in service. No adverse patient effects have been reported.